Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s connector was cracked following a medical episode, and the user was later hospitalized for reasons related to autism medications and not related to glucose management; the ilet data were synced, and the device was subsequently set up to resume use with caregiver training. Symptoms included no long-term health effects reported. Outcomes included hospitalization with ems transport, admission, and treatment with intravenous insulin, followed by recovery and resumption of ilet use. Investigation included troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed a damaged connector component consistent with a physical break, with no evidence of a functional alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external damage rather than a device malfunction.